Manufacturer narrative:
A not reportable initial MDR assessment was determined on (B)(6) 2015 for the complaint received on (B)(6) 2015. The complaint sample (omnipod) was returned to insulet complaint department on 07/23/2015. Upon completion of the device investigation, it was determined that the cannula was not deployed properly due to a needle mechanism failure. The root cause was determined to be a known reportable failure mode - "mechanism rails -wings did not capture slide insert" (07/27/2015). As a result of identifying this failure mode with the original complaint, it is now a reportable adverse event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose read "high" (>27.8 mmol/l) (>500 mg/dl). The pod was worn between 4 and 24 hours.